Manufacturer narrative:
Continuation of d10: product ID a810, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated that the patient came in for a refill and the low reservoir alarm was occurring and it was the first interaction with the 2.0 software version. The company representative (rep) stated that the pump also showed the motor stall and motor stall recovery. The patient went home and then the pump was alarming and came back to the clinic and they interrogated the pump checking the pump logs and no new alarm logs showed. However, the patient went home, and the pump was still alarming. Discussed software version 2.0 update and for this event. Discussed the patient would have to be seen again and this time they need to actively silence the alarm.

Event description:
Additional information was received from the company representative (rep) stated that the patient was brought back to the office. No known cause for motor stall. The alarm was silenced, no further issues report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.